Event description:
New information received stated that the patient reported feeling symptoms again.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10224. It was reported that the patient presented in clinic for follow-up. Patient had several noise reversion episodes since (B)(6) 2018 on the atrial and ventricular leads. Upon interrogation, electrocardiograms were indicating noise was internal and not due to electromagnetic interference. Electrocardiograms also indicated automatic mode switch episodes due to oversensing of atrial lead noise. Lead noise seen throughout with no provocation, but ventricular lead noise could not be elicited even with isometrics. Programming changes were completed successfully. Patient condition was stable other than experienced some pre-syncopal symptoms upon exertion.

Event description:
New information received stated that more noise episodes were noted on both leads at the patients last device check in 19 sep 2019. There were several episodes of noise reversion, automatic mode switch, and high ventricular rate episodes which caused pacing inhibition due to lead noise. Patient was pacemaker dependent and will continue to be monitored via merlin.net transmission. Patient condition was stable.